Event description:
The customer reported that the system intermittently would not boot up and would display a communications error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative removed and reinstalled the system boards and cables and replaced the power supply one as a preventative measure. The system was tested and found to be working as intended and put back in service.